Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "the left fallopian tube remains patent". The patient's medical history included pap smear abnormal, endometrial biopsy, ovarian cystectomy and knee operation. Previously administered products included for an unreported indication: oral contraceptive nos. Concurrent conditions included coughing, ovarian mass, uterine bleeding, irregular menstrual cycle, abdominal pain, abdominal pain lower, endometrial ablation, chronic cervicitis, fibrosis, bloating, shortness of breath and dysuria. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In 2010, the patient experienced migraine ("migraines, migraines/ headaches"), anaemia ("anemia"), hypoaesthesia ("head numbness/ facial numbness"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2013, the patient experienced gastrooesophageal reflux disease ("reflux"). On an unknown date, the patient experienced headache ("headaches"), facial nerve disorder ("neurological conditions or problems type: facial"), vision blurred ("blurry vision right eye"), irritable bowel syndrome ("ibs") and back pain ("back pain"). The patient was treated with surgery (hysterectomy (full) (uterus and cervix removed)). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, migraine, facial nerve disorder, hypoaesthesia, vision blurred, fatigue, irritable bowel syndrome, gastrooesophageal reflux disease and back pain outcome was unknown, the headache had not resolved and the vaginal haemorrhage, menorrhagia, anaemia and dysmenorrhoea had resolved. The reporter considered anaemia, back pain, dysmenorrhoea, facial nerve disorder, fatigue, gastrooesophageal reflux disease, headache, hypoaesthesia, irritable bowel syndrome, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and vision blurred to be related to essure. The reporter commented: the left tubal ostia was identified : approximately 9 coils were noted. Right tubal ostia was identified : 4 coils were noted. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: unilateral occlusion (right tube occluded); on (B)(6) 2010: bilateral fallopian tube implants. No evidence of extravasation at this time. Pregnancy test urine - on (B)(6) 2009: negative. Concerning the injuries reported in this case, the following ones were confirmed in patients medical records : facial numbness, blurriness in right eye, pelvic pain, headache, anemia, nausea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-nov-2019: plaintiff fact sheet received : outcome of events "vaginal haemorrhage, menorrhagia, anaemia, dysmenorrhoea" updated to "recovered/ resolved". No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "the left fallopian tube remains patent". The patient's medical history included pap smear, endometrial biopsy, ovarian cystectomy and knee operation. Previously administered products included for an unreported indication: oral contraceptive nos. Concurrent conditions included coughing, ovarian cyst, uterine bleeding, irregular menstrual cycle, abdominal pain, abdominal pain lower, endometrial ablation, chronic cervicitis, fibrosis, bloating, shortness of breath and dysuria. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), migraine ("migraines"), anaemia ("anemia"), facial nerve disorder ("neurological conditions or problems type: facial"), hypoaesthesia ("head numbness"), dysmenorrhoea ("dysmenorrhea (cramping)"), vision blurred ("blurry vision right eye"), fatigue ("fatigue"), irritable bowel syndrome ("ibs"), gastrooesophageal reflux disease ("reflux") and back pain ("back pain"). The patient was treated with surgery (hysterectomy (full) (uterus and cervix removed)). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, migraine, anaemia, facial nerve disorder, hypoaesthesia, dysmenorrhoea, vision blurred, fatigue, irritable bowel syndrome, gastrooesophageal reflux disease and back pain outcome was unknown and the headache had not resolved. The reporter considered anaemia, back pain, dysmenorrhoea, facial nerve disorder, fatigue, gastrooesophageal reflux disease, headache, hypoaesthesia, irritable bowel syndrome, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and vision blurred to be related to essure. The reporter commented: the left tubal ostia was identified : approximately 9 coils were noted. Right tubal ostia was identified : 4 coils were noted. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: unilateral occlusion (right tube occluded); on (B)(6) 2010: bilateral fallopian tube implants. No evidence of extravasation at this time. Pregnancy test urine - on (B)(6) 2009: negative. Concerning the injuries reported in this case, the following ones were confirmed in patients medical records: facial numbness, blurriness in right eye, pelvic pain, headache, anemia, nausea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-jun-2019: pfs and mr received. Reporter information were added and updated. Date of insertion and date of removal were added. This case becomes incident. Medical history, historical drug and lab data were added. Event injury to herself were updated to pain. Event : abnormal bleeding (vaginal), menorrhagia, migraines, headaches, anemia, neurological conditions or problems type: facial, head numbness, dysmenorrhea (cramping), blurry vision right eye, fatigue, ibs, reflux, back pain, the left fallopian tube remains patent were added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.